Event description:
Procedure: sigmoid resection. According to the reporter: the endo gia universal misfired during the procedure. Maybe due to a technical error in the loading mechanism of the endo gia instrument. The surgeon used another instrument with the same technical error. There was leakage in the lower colon (sigmoid). They used a new endo gia universal instrument and made a new closure with sutures.